Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device / migration of essure device location of device: left coil") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 32-year-old female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 and miscarriage (8 weeks and 5 weeks). Previously administered products included for birth control: mirena. Concurrent conditions included overweight. Concomitant products included oxycocet (percocet) since 2014, tramadol and vicodin (lortab) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia"), back pain ("back pain / lumbar back area pain") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2013 underwent novasure ablation). Essure treatment was not changed. At the time of the report, the device dislocation, dysfunctional uterine bleeding, migraine, dyspareunia, back pain, weight increased, headache, allergy to metals and vaginal discharge outcome was unknown. The reporter considered allergy to metals, back pain, device dislocation, dysfunctional uterine bleeding, dyspareunia, headache, migraine, vaginal discharge and weight increased to be related to essure. The reporter commented: left side- 2 coils, right side - one coil . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion . Flat x-ray shows migration of left coil. Current weight: 171 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:dysfunctional uterine bleeding" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and device dislocation ("migration of the essure device / migration of essure device location of device: left coil") in a (B)(6) female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and miscarriage (8 weeks and 5 weeks). Previously administered products included for birth control: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, migraine ("migraines"), dyspareunia ("dyspareunia"), back pain ("back pain / lumbar back area pain") and weight increased ("weight gain"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2013 underwent novasure ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, device dislocation, migraine, dyspareunia, back pain, weight increased, headache, allergy to metals and vaginal discharge outcome was unknown. The reporter considered allergy to metals, back pain, device dislocation, dysfunctional uterine bleeding, dyspareunia, headache, migraine, vaginal discharge and weight increased to be related to essure. The reporter commented: left side- 2 coils, right side - one coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Flat x-ray shows migration of left coil. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:dysfunctional uterine bleeding" most recent follow-up information incorporated above includes: on 27-mar-2018: events- "headaches, nickel allergy, vaginal discharge", reporter added from pfs. Event "dysfunctional uterine bleeding", lot number historical condition added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.